Event description:
It was reported the bd vacutainer® sodium fluoride edta (fe) blood collection tubes had foreign matter in tube; biological and non-biological and tubes/ extenders with molding defects (non-cosmetic) that can be used before use. The foreign matter event occurred 6 times. The molding defect event occurred 14 times. The following information was provided by the initial reporter: he following issues were reported in tubes: stopper embedded x7, dirty stopper x2, damaged tube (ink) x4, tube embedded x1, stopper defective molding x1.

Manufacturer narrative:
H.6. Investigation summary: bd received samples, but only 6 photos were used for the investigation. The photos were reviewed and the indicated failure mode for the following failures modes of: molding defect with embedded foreign matter, a defective stopper (damaged stopper) and foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of damaged stopper through a corrective and preventive action (CAPA) 796739.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sodium fluoride edta (fe) blood collection tubes had foreign matter in tube; biological and non-biological and tubes/ extenders with molding defects (non-cosmetic) that can be used before use. The foreign matter event occurred 6 times. The molding defect event occurred 14 times. The following information was provided by the initial reporter: he following issues were reported in tubes: stopper embedded x7, dirty stopper x2, damaged tube (ink) x4, tube embedded x1, stopper defective molding x1.